Manufacturer narrative:
Correction: in the initial report health effect - clinical code 4581 was provided as flap cut issues however, it should be side cut issues. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown/not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgery center that they experienced suction loss with the patient interface (pi) during the laser firing and only a partial flap was created when the event occurred. The procedure was completed successfully by following the side cut protocol by repeating the side cut only and decreasing the flap diameter by 0.5 mm. The patient had no complaints and stated his vision seems great. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. The patient symptoms were resolved. Bcva from (B)(6) 2021: right eye pre-op: 20/20, -1.25 x -1.25 x 92; left eye pre-op: 20/20, -1.00 x -1.50 x 80.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes , returned to manufacturer on july 26, 2021 section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number.. A visual inspection of the returned product did not reveal any obvious defects or damage. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.